Event description:
It was noticed by the surgeon that the instrument arced during a procedure. The instrument was removed and replaced to complete the procedure robotically. No patient harm, adverse outcome or injury was reported.